Event description:
Doctor attempted to use the "capio slim" suture capturing device, but was unable to make it work. After a few attempts he passed it off the field. We opened a second device, without charging the patient for two. Bagged the defective capio in a biohazard bag, boxed it in it's original box and gave it to safety specialist after case. Ref # m0068318250, lost 34200498, exp 2027-06-10.